Manufacturer narrative:
No product will be returned for eval - we are unable to evaluate the adhesive pad for any abnormality that may have resulted in an allergic reaction. It is known and understood by the MFR that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. The omnipod user guide warns customers: "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." Based on the info provided in the report, there is no indication of any pre-existing conditions that may have resulted in the allergic reaction. To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. A review of lot qualification records was unable to be performed as no lot number was provided.

Event description:
The customer had been experiencing "chronic site irritation" that required him to go off of the omnipod system. He experienced "itching and excoriated skin" at the pod site. "Many products" were tried "to alleviate his skin issues" - while there was improvement, he was still experiencing "rashes on and off." As he wanted to stay on the system, his hcp was contacted and a consultation with a dermatologist was ordered. It was determined that he is "allergic to the cannula." His hcp recommended that he discontinue use of the system to see if his skin condition improves. No product will be returned for eval.